Event description:
A revision surgery was completed using blueprint planning due to alleged instability.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.